Event description:
A peritoneal dialysis (pd) patient contacted customer service to report the 4x4, island dressing, sterile 50/bx a50044 irritates her skin and rips it off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).